Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a broken belt clip slot, broken reservoir tube lip, cracked case near the display window corners and a cracked display window. (B)(4) .

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 70 mg/dl. The issue was not resolved with a battery changed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.